Event description:
It was reported that the screen would go black mid case. Event occurred during a knee surgery. No patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of intermittent display malfunction was not confirmed. Display/touchscreen performed as expected during 6 hour burn-in. Product did fail functional testing with video input/output failure. The 660 module would only select s-video inputs 1 and 2 and aux input. It would not select hd-sdi video input. Also when the s-video input was selected it would not capture any video stills or clips. Cause of video input and capture failure is a defective electronic component on the video capture card. Unit passed functional testing and all video inputs and outputs normal with a known good capture card installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.